Event description:
Patient had a transcatheter aortic valve replacement. Patient had a history of known peripheral artery disease. During the procedure, right intravascular iliac artery lithotripsy was done. During deployment, edwards sapien 3 transcatheter heart valve migrated, and edwards balloon catheter ruptured. A vascular attempt to remove the edwards sapien 3 transcatheter heart valve with the edwards commander delivery system was unsuccessful. The transcatheter heart valve, balloon, and guidewire were retained in patient. Patient required a femoral bypass procedure.